Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had over delivery and dropping his . The customer's blood glucose value was 57 mg/dl. The customer also reported that he had issue with reading jumping and causing them to go lower then normal. The product will not be returned for analysis.